Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone: (B)(6); reported here as the phone number exceeded the character limit for the designated field.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a merit inquire guidewire became stuck in a farawave catheter. The physician was unable to remove the guidewire from the catheter. No other catheter issues were observed. No tissue was seen at the tip of the catheter or guidewire. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported.